Event description:
Essure devices placed on (B)(6) 2011. On (B)(6), the pt called the physician's office reporting pain. Vaginal ultrasound provided no resolution so a CT scan was performed and the device was located in the pelvis. Surgery was performed, device was removed and tibial ligation was performed. Follow up with physicians office but resolution of pain has not been confirmed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.